Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer is experiencing the symptoms of cold sweats, trouble focusing, nausea, difficulty breathing, weak, confused. The customer was treated using a manual injection. The customer's doctor gave her another bottle of insulin. The customer doesn't want to troubleshoot for this issue. The customer was advised to monitor her pump closely.